Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per dealer the recline bracket handle with hinges is not working. Chair is not retracking back after being released. MDR filed.